Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 564 mg/dl with ketones. The customer went to the emergency room (ER) and was treated with intravenous fluids with an insulin drip. The customer left the ER in the afternoon; however, the bg level was still elevated with ketones. The customer reverted to using insulin injections to manage diabetes. The contact stated that the customer had a non-related stomach procedure the day before and the customer underwent a computerized tomography (CT) scan with the pump still attached. The customer's bg was not impacted at that time. The contact wondered if the pump was impacted due to the scan. The customer had changed the supplies on the pump and no malfunction alerts had occurred. Tandem technical support had the contact perform a system check using the current pump supplies and no device issue was found. Cts advised the contact to discuss the high bg event with a healthcare provider. The customer acknowledged.